Event description:
It was reported that an alert was triggered for the right ventricular (rv) lead due to high rv lead impedance and elevated thresholds. The rv lead currently remains in use. No patient complications have been reported as a result of this event.

Event description:
It was further reported that the right ventricular (rv) lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.